Manufacturer narrative:
D10 concomitant products: gia8038s, gia8038s gia 80-3.8sgl use reload stap, (lot # unknown); gia8038l, gia8038l gia 80-3.8sgl use loadingunit, (lot # unknown); gia8038l, gia8038l gia 80-3.8sgl use loadingunit, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent a small bowel to small bowel anastomosis using an 80mm linear cutting stapler and three 80mm blue reloads on (B)(6) 2025. A second surgical intervention was performed on (B)(6) 2025 due to post-operative complications indicating anastomotic failure and leakage of gastric content, during which a leakage at the anastomosis site was confirmed. The staple lines were reinforced with suture to resolve the issue.